Event description:
It was reported that post-operatively the atrial lead had diminished sensing and pacing failure. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 lead, (B)(6) 2014. (B)(4).